Event description:
Dealer called stating that the tip of the power cord is allegedly melted. No injury alleged.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model tpo100b, serial number/date code (B)(4) is approximately 7 months old. The owner's manual part number 1156872 rev c (jan-10) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer called stating that the dc power cord (tp140) for the tpo100b solo2 concentrator allegedly melted. The power cord was received at invacare for an evaluation with a note stating, "the tip was stuck in the port allowing the plug to arc." The tip of the device does appear to be melted. The tpo140 dc power cord, for the tpo100b solo2 concentrator was returned to invacare for an evaluation. The tpo140 was properly assembled with the proper components. The plastic housing as the positive contact of the plug was melted. The element of the fuse was intact. Spring is shortened. Solder flowed from the fuse into the plug housing. The cord and spring contacts are correctly wired and undamaged. The stack up of internal contact resistance in the plug produced excessive heat melting the plastic housing of the plug.